Event description:
Info received indicates when using CPR, the head section will not lower all the way down.

Manufacturer narrative:
The facilities maintenance found the mattress bunched up between the head and seat section, preventing the head section from lowering completely.